Manufacturer narrative:
Philips service replaced geoipc and the control network switch, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geoipc was unable to communicate with host pc during post on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.